Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pace impedances and loss of capture (loc) the day after implant. The impedances were 650 ohms at implant and they rose to 1257 ohms. There was loc observed at 7.5v at 0.5ms. An x-ray was performed which did not yield any abnormalities. However, a revision procedure was performed to reposition the lead. At that time, the lead was tested on the psa which showed no capture and pace impedances around 1100 ohms. The revision was successful and there were no additional adverse patient effects were reported.